Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Investigation conclusion: no photos or samples were received for evaluation. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 2 syringe control 10ml ll experienced device damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no: 309695, batch no: 0113359. Injuries or adverse event: no. Lot number: 0113359. Reported issue: two each of these broke during a hand case, the two rings that your fingers go through broke.